Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that while having her pump refilled the medication extravasated and did not enter the pump. The patient was hospitalized and it was found that the pump had seized and was empty. It was noted that the patient was in a chronic pain flare up which caused her difficulty functioning and performing activities of daily life (adl). The patient was currently taking oral narcotics and would have the pump replaced on (B)(6) 2020. No further complications have been reported as a result of this event.